Event description:
Unomedical reference number (B)(4). Event occurred in italy. It was reported that patient faced two infusion sets fell off during use on (B)(6) 2024. Both the infusion was in use for a day and patient resolved both the event by replacing infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(6) - MDR 3003442380-2024-09331 - device 1 of 2. E1: patient city: (B)(6).